Event description:
It was reported that arteriotomy closure of a right common femoral artery was attempted using a proglide device after a coronary diagnostic procedure. Reportedly, a cuff miss occurred, the device was removed from the patient anatomy and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device was discarded at the facility; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database did indicate a lot product quality deficiency. Based on the review of the reported information and manufacturing inspection criteria, no product deficiency was identified and a probable cause for the reported cuff miss could not be determined.